Event description:
A report was received that 5 contacts were severed off and left inside the patient's body during the trial. The patient underwent a surgical procedure wherein the contacts were removed and the patient's body was cleared.

Manufacturer narrative:
The damage to the lead was consistent with the damages done to a lead when the orientation of the insertion needle¿s bevel was facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage. The complaint that the lead became stuck in the needle during the procedure has been confirmed.